Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient caregiver reported to technical support that a fluid leak was observed during the previous night¿s treatment. The patient contact reported that the liberty select did alarm when the fluid leak was observed. The patient contact was advised that the patient should discontinue use of the liberty select and to contact the clinic nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments were missed. There was no medical intervention. Treatment resumed on the replacement cycler. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."